Event description:
Peripheral neuropathy [neuropathy peripheral]. Numbness to knees, legs/can't feel my toes or right foot [hypoaesthesia]. Pain, shooting pain in legs [pain]. Weakness [asthenia]. Right leg gives out and I tend to fall [loss of control of legs]. Cramping in legs [muscle spasms]. Case description: a consumer reported that they, an adult female, age unspecified, used fixodent denture adhesive, form/version unk, until a few months ago and reported the following: neuropathy beginning about a year ago and numbness in knees and legs/can't feel her toes. She visited a rheumatologist and a specialist and was told she had neuropathy. Treatment: cymbalta. The case outcome was not recovered/not resolved. The consumer discontinued use of fixodent. Concomitant medications included: "arthritis medication" and "other medications". No further info was provided. On (B)(6) 2011 received consumer's follow-up questionnaire: the consumer, age (B)(6), reported that she used fixodent denture adhesive, control foot seal plus scope flavor cream 1 application, 2/day to hold her dentures beginning 2005 through (B)(6) 2010. The neuropathy in her right leg has limited her walking, standing, and sitting for long periods; the nerves in her right leg make it give out without warning so she tends to fall; she is unable to feel her right foot. She has experienced pain and weakness since (B)(6) 2010 but medications help. Treatment includes: gabapentin 600mg 4/day and cymbalta 60mg at bedtime to treat the neuropathy. Past medical history included: allergy - "no allergies", medical history - denture wearer, disability, concomitant medications included: meloxicam to treat arthritis, decadron to treat adrenal insufficiency, nadolol for migraine, k-dur with lasix as needed for edema, temazepam and pamelor for sleep, norco to treat pain, lansoprazole for gerd, vitamin d once monthly, prenatal vitamins daily, phenergan to treat nausea, and vitamin b12 to treat anemia. No further info was provided. On (B)(6) 2011 update: details revealed in a review of the initial contact of (B)(6) 2011: the consumer reported that she had to be hospitalized for a few days when she had numbness all the way to her knee and wasn't able to feel her legs. Additional symptoms included cramping legs and shooting pain in legs; her rheumatologist and her neurologist both diagnosed peripheral neuropathy; it started in (B)(6) and she still has it but not as pronounced as it was in the beginning. Tests included an electromyogram and a lumbar puncture that came up negative for infections or 'anything'. Additional treatment included pain medications but not specifically for the shooting pain in her legs, more for arthritis. Additional past medical history included: medical history - arthritis, adrenal insufficiency, migraines, edema, gastroesophageal reflux disease, nausea, anemia. And takes medication to sleep. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reported, therefore, unable to proceed with batch retain testing or product investigation.